Event description:
Additional information was received that the rv lead impedance was greater than the upper limit of 76 ohms. The range has been 76 ohms to 125 ohms. Gradual increase was observed on the shock impedance trend. Boston scientific technical services (ts) discussed troubleshooting options, calcification as a theory and normal impedance range of 20-80 ohms for triad. This observation continues to be an ongoing issue. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead implanted in a non boston scientific device, exhibited high shock impedances of 76 ohms. There was no noise noted on the shock channel and all other rv lead diagnostics were normal. However, additional information was received indicating that the competitor device triggered an alert due to the high out of range shock impedances that were noted to be greater than 125 ohms. The competitor device showed a slow gradual rise in the impedances. No recent shocks were noted and the lead¿s pace impedances were within normal range. Boston scientific technical services (ts) discussed troubleshooting with the health care professional. Additional information was received from the field representative indicating that the cause of this observation was not determined. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead shock impedance measurement had been running in the 80 ohm range, however it triggered another out of range message. Review of the lifetime impedance range for rv to svc goes up to 150 ohms. It was also noted that the patient has a left ventricular assist device (lvad) and a port infection along with many other health issues. The medical personnel contacted boston scientific technical services (ts) to discuss the high shock impedance and programming options. At this time, the system remains in service and no changes have been made. No additional adverse patient effects have been reported.